Event description:
The customer stated that one of the o-rings on the plunger is not placed. The customer stated that part of the ring is shaped like a v. The customer was advised that replacement disposables will be sent and to call back if anomaly persists.